Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer called because the lateral buttons are not functional. Customer confirmed that the pump is not turning on anymore, she has changed the tip cover and battery but buttons are not functional. No adverse event alleged. A request was made for the return of the device.